Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: there were multiple occlusion alarms observed in the black box and alarm history. The pump powered on to the verify screen. The ¿ez-prime¿ steps were performed correctly. The pump passed a 24 hour duration test with no occlusion alarms emitted. The force sensor calibration reading was within the correct count. There was no intermittent condition found to the force sensor circuit when the pump¿s cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a occlusion(frequent/persistent) issue. The distributor reported that the pump was experiencing frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.